Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited high defibrillation impedance. It was noted that the lead was not sufficiently connected into the header of the ICD. The lead was reseated in header of the ICD successfully on an unknown date. The patient was stable.